Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 50 mg/dl, 50 mg/dl, 147 mg/dl, and 36 mg/dl within a ten minute period and compared those readings to 45 mg/dl and 55 mg/dl on another brand of meter. No decision to treat was made on alleged faulty meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.